Manufacturer narrative:
As reported in a research article prosthetic valve dysfunction in aortic position due to pannus formation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Literature article: a case of prosthetic aortic valve dysfunction cause of pannus formation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿case report; prosthetic valve dysfunction in aortic position due to pannus formation¿, was reviewed. The article presents a case study of an 80-year-old male patient with a history of severe aortic stenosis who had previously undergone an aortic valve replacement procedure on an unknown date 15 years ago. It was reported on an unknown date, a 21mm sjm regent aortic valve was implanted. It was reported 2 months later, the patient presented with respiratory discomfort and the patient was referred to another hospital. On a later unknown date, a transthoracic echocardiography (tte) confirmed severe aortic stenosis and moderate regurgitation. It was also confirmed via fluoroscopy that one leaflet was immobilized and another leaflet was observed to have limited mobility. A decision was made to explant the device on an unknown date. During the procedure, it was observed pannus had formed and covered the leaflet hinge. Thrombus was not reported. An unknown replacement valve was implanted. [The primary author was tatsuya tochigi, clinical laboratory division, matsue red cross hospital, 200 horomachi, matsue, shimane 690-8506, japan].